Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent hyperglycemia while using the ilet pump, including reports that the pump was not delivering sufficient insulin, frequent occlusion and no-delivery concerns, difficulty fitting cartridges, and connectivity issues, with multiple infusion set types and body sites tried; the user also reported dexcom g7 signal loss and inconsistencies. Symptoms included elevated blood glucose, dark purple ketones, vomiting, tachycardia, and cognitive difficulty. Outcomes included two emergency department visits for hyperglycemia and ketones, with treatment by fluids and discharge the same day, and the user transitioned back to multiple daily injections. Investigation included complaint intake, user troubleshooting and education, and review of use conditions, with no device or lot numbers available. Investigation of this case revealed an unclear cause of hyperglycemia with reported insulin flow interruption consistent with occlusion and delivery inefficiency, and potential contribution from sensor signal loss, but without confirmatory device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.